Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis could not determine the cause of the reported behavior due to the lack of reproducibility. It was stated system logs would not be able to determine auto-registration accuracy issues. It was noted that frame movement after registration was a common cause of accuracy issues and would not be detected in system logs or patient archive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 9735740, version 1.0.3. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site took an initial spin and it was roughly 2-4 millimeters floating above the spinous process. The surgeon decided to spin again and they were then accurate. There was a delay of 10 minutes to the procedure and no impact to patient outcome.